Manufacturer narrative:
Section h10: (a1) patient identifier (in confidence):(B)(6) (a2) age at the time of event: 64 years (b2) outcomes attributed to adverse event: added check for hospitalization - initial or prolonged (d4) serial number:(B)(4), expiration date: 24-oct-2028, unique identifier (UDI) #: (B)(4). (D6) if implanted, give date: (B)(6) 2018 (e3) occupation: physician (g5) PMA/510(k)number: k063569 (h3) the revision reported was likely the result of incomplete seating of the torque defining screw, the humeral liner, or a combination of the two at the time of implantation which may have contributed to disassociation of the humeral liner from the humeral adapter tray. (H4) device manufacture date: 26-oct-2018 (h6) evaluation codes: 1924, 2923 section h11: *the following sections have corrected information: (e2) health professional?: yes (g3) report source: should of been health professional on first report *no information provided in the following section(s): a5, b6, b7, d11, g8, h7, h9

Manufacturer narrative:
(B)(6).

Event description:
Index surgery: (B)(6) 2018. Revision due to dissociation. Patient was on vacation and moved his arm back and felt a pop 6 weeks post op. Upon x-ray, poly had disassociated from humeral tray.